Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. It was reported that the patient received inappropriate shocks due to oversensing of noise. The pace/sense portion of the right ventricular lead was capped, and a previously capped pace/sense lead was reconnected to the device. The high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event. Further information received indicates that lead impedance was high, greater than 2500 ohms. No conclusion can be drawn4 impedance, high interference oversensing device remains activated shock, inappropriate.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing of noise. The pace/sense portion of the right ventricular lead was capped, and a previously capped pace/sense lead was reconnected to the device. The high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event. Further information received indicates that lead impedance was high, greater than 2500 ohms.